Event description:
Additional information provided by the hospital operative report indicated that prior to deployment of the first valve there had been some concerns that the valve may move in the aortic position because of the patient¿s left ventricular hypertrophy (lvh) and excessive calcification. During deployment, breathing was held and pacing was maintained until there was no significant cardiac output; the valve was placed in a 60:40 ventricular position. Despite these efforts, the valve moved up 4-5mm and then migrated several centimeters distally into the ascending aorta. The patient remained hemodynamically stable. The first valve was anchored in the ascending aorta. Post successful deployment of the second valve and upon removal of the catheter the patient developed bleeding from the apex. The catheter had been in the apex longer than normal and the contractile motion of the heart had taken its toll and weakened the muscle in the epicardium. The pursestring sutures were tied down but the patient had additional bleeding. Two additional pledgets sutures were placed and although the bleeding was able to be controlled for a few minutes, the epicardium again tore and hemorrhaged. Many more sutures were placed using pledgeted mattress sutures, pressure was held and the heparin was reversed with protamine, however, all efforts were unsuccessful and the patient ultimately expired due to hemorrhage from the apex.

Event description:
As reported by the edwards field clinical specialist, during the transapical tavr procedure, the patient expired. Case summary: the first 23mm sapien valve was placed in a 60:40 ventricular position, however, as soon as the balloon was deflated, the valve ¿jumped¿ forward and embolized aortic. The surgical team attempted to retrieve the valve for approximately 45minutes to an hour but was unsuccessful. The patient was noted to have remained stable during the retrieval attempts. The embolized valve was anchored to the aorta with a gore thoracic graft. Immediately after, the patient ¿crashed¿ so a second 23mm sapien valve deployed in a 50:50 position within the annulus, resulting in no regurgitation. The patient continued to ¿crash¿; aggressive resuscitative measures were attempted and a balloon pump was inserted but the patient never recovered and expired. The embolization was attributed to the fast deployment of the valve and the patient's narrow lvot/heavy calcification. Per report, both the aortic valve and aortic root were severely calcified. The patient had severe mitral annular calcification (mac), the sinotubular junction (stj) measured 28.8 mm and the sinus of valsalva (sov) measured 30.5mm. Both the image intensifier angle and coaxial alignment of the delivery system and valve were noted to be good, ventilation was held and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Additional information: per the instructions for use, device embolization is a known potential adverse event associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, the valve embolization was attributed to the fast deployment of the valve and the patient's narrow lvot/heavy calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Reference manufacturing report # 2015691-2014-00734.